Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button but the stapler could not be closed on the second stapling though the first stapling went well. They changed the device but the same problem occurred. Changed to another device and continued the procedure. No patient injury.